Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump stopped insulin delivery, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided, and customer declined further troubleshooting with tandem technical support. Pump data logs were not available for investigation by tandem technical support.